Event description:
A customer reported that the table on the advantx lca system moved rotationally while loading a patient. No patient injury occurred. The customer thought the issue was caused by the brakes being loose. A ge field service engineer adjusted the rotational locks and tested the table for proper operation. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.